Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after removing the cover for the camera cart, it was determined that the ethernet cable to the poe (power over ethernet) injector was not engaged. The cable was re-seated and the camera worked properly. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera has an amber light. There was no patient present when this issue was identified.